Manufacturer narrative:
There was no injury sustained. No ambulance was required at the time of incident. We are reporting this incident to the FDA as there was a potential for injury. The serial number that was provided by the consumer is incomplete. However, from the first digits in the provided serial number, we can tell that the rollator is over 7 years old. The consumer did not advise of the usage condition either. As the customer was unable to ship the rollator back to us for investigation, we replaced their unit free of charge and requested that they destroy and dispose of the product. This case has been closed. No CAPA was taken as the rate of complaint is low and we cannot identify the usage of the rollator. This claim is now closed.

Event description:
The claimant's wife informed our customer service department that her husband was walking with his walker and the leg snapped off. No injuries were sustained.